Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer discarded the product. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message upon scanning the adc freestyle libre sensor. The customer lost consciousness and a home nurse aide was called to the customer's home. The nurse obtained a reading of 22 mg/dl on her meter and administered a glucagon injection; the customer regained consciousness and was provided with a glass of juice. Paramedics were called and upon arrival obtained a reading of 28 mg/dl on the paramedic meter. The customer was taken to the emergency room where she diagnosed with hypoglycemia and received intravenous glucose. There was no report of death or permanent injury associated with this event.